Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient went into ventricular fibrillation and was converted by external defibrillation. It was noted that the defibrillator was applied very close to the pacemaker. The electrogram taken before the defibrillation showed normal device function. After the defibrillation, the pulse generator exhibited undersensing and loss of capture.